Event description:
It was reported that during a percutaneous coronary intervention (pci) diagnosis procedure, a balloon rupture occurred. The lesion location is unknown. The number of inflations and to what atms of the maverick 1.5x20mm balloon is unknown. No pt injuries or complications were reported. Pt status is listed as "good."